Event description:
The customer reported a pca ii infusion pump that silently shutdown during pt use. There were no reported pt injuries or medical interventions. The customer stated the pump and rx were started on a pt at 17:45. The following day at 10:00 the pump was found to be off. The pump was restarted at that time and was found to be off again at 10:30. The pump was replaced with another pump.